Event description:
A micro introducer wire was being used during a cath lab procedure. When the micro introducer wire was being removed, the wire roughly 2/3 from the base started to unravel. The wire unraveled up to roughly 1cm from the tip. The wire was able to be removed from the patient without harm, but this could easily result in injury for future patients in similar circumstances.